Event description:
Reportedly, after firing the egia roticulator 45-2.5 sulu, it locked on tissue underneath the ovary. As a result, the surgeon coverted the procedure to an open procedure to cut off the sulu, control the bleeding, and complete the case. Procedure: tah. Pt status: no pt injury reported.